Manufacturer narrative:
One catheter was returned for evaluation without any attached components. As received, the leadwires and extension tube of the thermistor connector were found to be cut around the connector. The thermistor connector was not returned. Visual examination found that the leadwires and extension tube of the thermistor connector were cut around the thermistor connector. Continuity testing was performed to the distal side of the thermistor circuit from the broken area and there were no open or intermittent conditions observed. No visible damage to the balloon was observed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using lab syringe with 0.8 cc air by holding the balloon under water for 5 minutes. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of blood temperature measurement issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Event description:
It was reported that the blood temperature value was abnormal on the first day of use. The value which was indicated on the monitor was unknown. The expected value was from 36.0 degrees c to 37.0 degrees c. The catheter was replaced and the problem was solved. The patient was not treated based on the incorrect value. It is unknown if an error message was observed. There was no occlusion, leakage or kink noted in the catheter. The thermistor lumen extension tube was cut by the customer. There were no patient complications reported.